Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: can you please clarify what was meant by, high difficulty in the use of the device and the coiling of seam guard inside the abdomen? It means that after the first echelon + seam guard firing and after loading a new reload + seamguard, it was very hard to make the stapler pass through the trocar. Once the stapler was passed through the trocar and was in abdomen, the buttress material was damaged or hopefully coiled so it had to be repositioned. Was the firing trigger difficult to actuate/control? No, it wasn¿t. Was the firing speed slower than expected? During the first 2 firing the speed was slower. Was the device difficult to close? Not so much difficult. A little bit more before the first 2 firings. Was the device difficult to open? No, it wasn¿t. When the jaws didn't close perfectly, was the anvil jaw bent/damaged? It seemed to me that the anvil was bent. Was the closing trigger able to be fully closed, but the jaws remained slightly open? Yes, it was. I could become aware of it only at the end of the surgery taking a look at the stapler. I saw that the blade couldn¿t reach the end of the cutting line. When the blade didn't reach the limit, was the firing stopped? No, it wasn¿t. If yes, how was the device opened? Were the staples formed properly?yes, they were. Was there any issue with the cut line such as jagged, dull knife, irregular, etc?nothing what was the bmi of the patient? We don¿t remember exactly but it wasn¿t extreme. Was the patient male or female? Female. Was a leak test performed and if so, what was the result? Yes, it was ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Nothing.

Event description:
It was reported that during a sleeve gastrectomy procedure, during the intervention the instrumentalist used seam guard on all fired (four black reloads and two green reload). From the first fire, once assembled the seam guard on the reload, there was high difficulty in entering the stapler through the trocar of 12. The instrumentalist is claiming high difficulty in the use of the device and the coiling of seam guard inside the abdomen. At the end of the intervention, the jaws of the stapler didn¿t close perfectly. They were slightly open and the blade didn¿t reach the limit (it stopped about 5mm before cut line). Two trocars of 15 were used to complete the procedure. There were no adverse consequences for the patient reported.